Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found there was snowflake in the image due to defective plug unit; the bending cover was aged and loose; the insertion tube was slightly scratched; there was a slight pause of the bending tube during angles. Based on the results of the investigation, it is likely that the following led to the malfunction: we presume that the event occurred by breakage of plug unit, but a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope image was noisy. The issue occurred before a diagnostic fiberoptic bronchoscopy procedure. The intended procedure was completed using another set of equipment. There were no reports of patient harm.